Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. Since the lot number is unknown, the full UDI number can not be provided. Concomitant product: 1. Non biosense webster, inc.- baylis medical transseptal needle, 2. Carto 3 system, model #: unknown, serial #: unknown. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for atrial flutter with a thermocool smarttouch unidirectional sf catheter and suffered a cardiac tamponade requiring pericardiocentesis. After the procedure was completed, the patient became slightly hypotensive and a pericardial effusion was confirmed via intracardiac echocardiogram. Pericardiocentesis yielded 25 ml of blood. Patient was reported to be in stable condition. There is no information regarding extended hospitalization or patient outcome. There were no factors cited that may have contributed to the adverse event. Physician did not provide a causality opinion. Transseptal puncture was performed with a baylis medical transseptal needle. There is no sheath information. Generator was set on power control mode at 50 watts (maximum 52 watts), temperature maximum of 32 degrees celsius, and impedance maximum of 162 ohms. Power was not titrated. Overall ablation time was 6 minutes and 35 seconds. There is no information regarding last ablation cycle time. Irrigated catheter flow was set at 15 ml/min. There is no information regarding anticoagulation during the procedure. There is no information regarding shaft proximity interference value. Thermocool smarttouch unidirectional sf catheter was not in close proximity to another catheter. Physician zeroed the catheter outside of the body, prior to inserting it into the patient. Carto 3 system did not indicate to re-zero the catheter. There were no errors reported on any biosense webster, inc. Equipment during the procedure. Since this adverse event required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable.